Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report for complete details.

Event description:
Reportedly, about 20 minutes after implant, the subject pacemaker recorded an episode showing 8 hz pulses on the atrial egm.